Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 50% stenosed target lesion with a bend of >45 degrees was located in an unspecified vessel. Pre-dilatation was performed and a 2.25x12mm synergy xd drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was lifted. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.